Manufacturer narrative:
The damaged clamp was returned to the manufacturer for further analysis. Functional and visual tests were conducted on the part. Testing was able to confirm the reported issue and found the retainer ring had broken off which did not allow the clamp to properly close. No further action required.

Manufacturer narrative:
Instrument was returned to the manufacturer for analysis. Evaluation is anticipated, but not yet completed.

Event description:
Information was received regarding an instrument that was used during a spinal fusion procedure. It was reported that during the case, the healthcare provider (hcp) was trying to open the instrument to fit it on the spinous process and backed the screw out too far. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.